Event description:
It was reported that during a procedure the device will not go through diagnostics. As a result of the event, the procedure was cancelled and rescheduled. There were no reported adverse consequences or medical intervention.

Event description:
It was reported that during a procedure the device will not go through diagnostics. As a result of the event, the procedure was cancelled and rescheduled. There were no reported adverse consequences or medical intervention.

Manufacturer narrative:
The contract manufacturer was able to confirm the reported event. The touch screen was found to have moisture infiltration and was inoperative. As the device functioned properly after the touch screen was replaced, the root cause was determined to be due to the touch screen failure. The device was repaired and returned to the customer.